Manufacturer narrative:
Product not available.

Event description:
The user facility reported that the device left a black residue on the tissue of a patient. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
As applicable product not returned.

Event description:
The user facility reported that the device left a black residue on the tissue of a patient. Attempts were made to obtain additional information about the event; no further information was received.